Event description:
A pt had a severe anaphylactic reaction while undergoing first cesarean section. The pt suffered the reaction the moment the baby was born. The pt had shortness of breath, hypotension, bradycardia, erythema of skin, edema of eyes and lids and had to undergo endotracheal entubation.